Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and it triggered the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was between 80 to 105 mg/dl and sensor reading was 30 point lower than the blood glucose level. Threshold suspend limit feature was set to 60 mg/dl. Customer stat the event occurred while customer was sleeping, so he turned off the sensor feature off so it would allow him to sleep. Customer is not returning the sensor for analysis.